Event description:
Incident reported as: the neptune heater was on and breathing circuit was lying across patient's chest and artifact spikes appeared on patient's heart monitor. These spikes looked like ectopy. The phillips intellaview mt50 patient monitor and a heated wire circuit was also used in conjunction with the neptune heater. The patient also had a pacemaker. The circuit was changed and ectopy stopped. No patient injury reported.

Manufacturer narrative:
Sample requested but not received at time of this report. Investigation is ongoing. A follow-up report will be sent when available.